Manufacturer narrative:
There were multiple medical device types reported to be involved. The additional information is as follows. D2b. Medical device type: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set an undisclosed number had a retraction issue where the needle is partially retracting or missing the safety button. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to empty/missing and does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode empty/missing and does not retract. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set an undisclosed number had a retraction issue where the needle is partially retracting or missing the safety button. There was no health impact or consequences reported.